Event description:
Nafcillin given IV per pump. Primary nicu nurse noted leaking of fluid under syringe pump of unknown amount. The bedside nurse reported leaking. The syringe was not saved. Physician was notified; no new orders received. Spoke with pharmacy and future antibiotics will come in 5 ml syringe until new 3 ml syringes arrive tomorrow from different manufacturer. There was no harm to the infant.